Event description:
It was reported to medtronic minimed that the customer experienced that the pump was not meeting their expectations and that the smart guard was not working effectively, resulting in under-delivery of insulin, also there were air bubbles the size of soda pop or champagne, along with harmful reported without malfunction of the product for sensor. The customer reported a blood glucose value of 99 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The cause of the incident was smart guard was not working effectively and was treated with a syringe for high blood glucose levels. The event involved product(s) mmt-441aj, mmt-441ah, mmt-7040a, mmt-1884l, and mmt-342. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported champagne size air bubbles which is acceptable. The customer reported high blood glucose. No further complications were reported. No product return is required for mmt-441aj. Mmt-441ah was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.